Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error alarm on their insulin pump. The customer's blood glucose level was reported to be 600mg/dl. Troubleshoot was reported to be conducted. It was reported the pump bloused without alarm. It was reported that the customer would monitor the device. No further information provided.